Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0878 / FDA-2014-n-0736-0730 awareness date 22-aug-2015). It refers to an adult female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on (B)(6) 2012. I had essure inserted on (B)(6) 2012. It was when my nightmare started. I started having bleeding 2 days after insertion of coils with severe abdominal pain and back pain, also had a metal taste in mouth. I called (B)(6) and was assured that this was normal and to take motrin. After months of bleeding and various combinations of prescription medications to try and stop bleeding , my obstetrician / gynecologist ordered a d&c (dilation and curettage) on (B)(6) 2012. Had surgery and was hospitalized for 4 days on (B)(6) 2012 due to complications post-operation consisting of chest pain, pneumonia, urinary tract infection and acute renal failure. Still bleeding after d&c. I went back to emergency room on (B)(6) 2012 for severe abdominal pain, back pain and was medicated and released. Hospitalized on (B)(6) 2012 after ultrasound showed large cyst on ovary released 2 days later and scheduled for hysteroscopy and endometrial ablation surgery on (B)(6) 2012. Began having severe cluster migraine headaches at this time also. Ablation stopped the bleeding for a short period of time. Have had several hospitalizations for malignant hypertension and cluster/migraine headaches that last days at a time seem to peak during my cycle even though I don't actually bleed like a normal period anymore. Had MRI of head on (B)(6) 2014 showing white matter disease greatest within the left frontal lobe findings may be related to migraines given patients clinical history. Other etiologies may include a demyelinating disorder or less likely chronic microvessel ischemia. At the time of report, I am waiting for referral authorization to have essure removed to see if the headaches and hypertension issues resolve afterwards. I also forgot to mention the 50 lbs of weight gain. She made an update to her story on 20-aug-2015: the consumer reported: I had a complete hysterectomy on (B)(6) 2014 and the last migraine I had was on my way into surgery. I was one of the fortunate women to have found a doctor who concluded I was having a systematic allergic reaction to a foreign body and he immediately proceeded with my surgery. My pathologist report showed adenomyosis, endometriosis and both coils had broken and dislodged from the initial placement. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started bleeding 2 days after coils insertion (interpreted as genital bleeding). A few months, after insertion, she underwent a dilation and curettage to treat the bleeding. She stated she had pneumonia, urinary tract infection and acute renal failure post dilation and curettage complications for which she had to be hospitalized for 4 days. She had to be hospitalized again for a large cyst on ovary. She underwent an endometrial surgery. She was hospitalized several times for malignant hypertension and migraines. The MRI showed a white matter disease within the left frontal lobe. She underwent a hysterectomy approximately 2 years after insertion and the pathology report showed that both coils were broken and dislodged from initial placement. After hysterectomy, she no longer had migraines. The genital bleeding, device breakage and device dislocation are serious due to required intervention, the white matter disease within the left frontal lobe due to its medical importance, while the other events are serious due to hospitalization. The genital bleeding, device breakage and device dislocation are listed events in the reference safety information while the other events are unlisted. In this particular case, since the bleeding started after essure insertion and the pathology report showed that essure coils were broken and dislodged from the initial placement, it cannot be excluded that broken essure coils could contribute to genital bleeding, despite the diagnosis of adenomyosis and endometriosis that could also explain the bleeding. Considering the nature of device breakage and dislocation, these events are assessed as related to essure. However, although the other events occurred during essure therapy, considering the nature of these events and localized action of essure in the fallopian tubes, it is unlikely that essure would cause pneumonia, urinary tract infection, acute renal failure, large cyst on ovary, white matter disease, malignant hypertension and white matter disease within the left frontal lobe (unrelated). This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 17-nov-2016: information received via legal claim states that plaintiff was implanted with essure on (B)(6) 2012. As a result of her implantation with essure she suffered injuries, including: fracturing of the implant, hysterectomy, perforation of organs, pain, ablation, hormonal therapy, renal failure, chronic inflammation, and ovarian cysts. She had surgery to remove the essure implant on (B)(6) 2014. Company causality comment: this case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started bleeding 2 days after coils insertion (sen as genital bleeding). A few months, after insertion, she underwent a dilation and curettage to treat the bleeding. She stated she had pneumonia, urinary tract infection and acute renal failure post dilation and curettage complications for which she had to be hospitalized. She had to be hospitalized again for a large cyst on ovary, malignant hypertension and migraines. In addition was diagnosed with white matter disease within the left frontal lobe. She underwent a hysterectomy approximately 2 years after insertion and the pathology report showed that both coils were broken and dislodged from initial placement. She also stated a perforation of organs (seen as uterine perforation). The genital bleeding, perforation of organs, device breakage and device dislocation are anticipated in the reference safety information for essure while the remaining events are unanticipated. Considering that the bleeding started after essure insertion and the pathology report showed that essure coils were broken and dislodged from the initial placement, these events, (together with perforation of organs) were assessed as related to essure. Although the other events occurred during essure therapy, considering the nature of these events and localized action of essure the events pneumonia, urinary tract infection, acute renal failure, large cyst on ovary, white matter disease, malignant hypertension and white matter disease within the left frontal lobe were assessed as unrelated. This case is regarded as incident since a device removal was required. Product technical complaint analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, there is no relationship between the reported medical events and a quality defect. Follow-up information is expected only through litigation process.

Manufacturer narrative:
Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started bleeding 2 days after coils insertion (interpreted as genital bleeding). A few months, after insertion, she underwent a dilation and curettage to treat the bleeding. She stated she had pneumonia, urinary tract infection and acute renal failure post dilation and curettage complications for which she had to be hospitalized for 4 days. She had to be hospitalized again for a large cyst on ovary. She underwent an endometrial surgery. She was hospitalized several times for malignant hypertension and migraines. The MRI showed a white matter disease within the left frontal lobe. She underwent a hysterectomy approximately 2 years after insertion and the pathology report showed that both coils were broken and dislodged from initial placement. After hysterectomy, she no longer had migraines. The genital bleeding, device breakage and device dislocation are serious due to required intervention, the white matter disease within the left frontal lobe due to its medical importance, while the other events are serious due to hospitalization. The genital bleeding, device breakage and device dislocation are listed events in the reference safety information while the other events are unlisted. In this particular case, since the bleeding started after essure insertion and the pathology report showed that essure coils were broken and dislodged from the initial placement, it cannot be excluded that broken essure coils could contribute to genital bleeding, despite the diagnosis of adenomyosis and endometriosis that could also explain the bleeding. Considering the nature of device breakage and dislocation, these events are assessed as related to essure. However, although the other events occurred during essure therapy, considering the nature of these events and localized action of essure in the fallopian tubes, it is unlikely that essure would cause pneumonia, urinary tract infection, acute renal failure, large cyst on ovary, white matter disease, malignant hypertension and white matter disease within the left frontal lobe (unrelated). This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.